Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the iui connectors on the pump modules were observed with "contaminate on the iui pins and damage to the iui connector ribs and a tarnish look to the iui connector pins." The issues were observed by bd representative during site visit. There was no patient involvement.

Event description:
It was reported that the iui connectors on the pump modules were observed with "contaminate on the iui pins and damage to the iui connector ribs and a tarnish look to the iui connector pins." The issues were observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code